Event description:
One touch ultra meter would not turn on. Medical affairs specialist called and spoke with the patient, who provided additional information.the patient stated that their meter would not power on for a couple of days. They went to see their doctor since they were not able to test. They were not experiencing any symptoms at the time of concern. The doctor's meter result was 120 mg/dl, which does not reflect serious injury. They were given a shot of insulin, but it was what they "normally took at home". During troubleshooting it was verified that they were using the correct test. They were asked to press the power button, but the meter would not turn on. The batteries were checked and were last replaced less than one year ago. The condition of the battery contacts was also good. However, there is no information to suggest that the patient experienced injury due to the product. This case is reported as a meter malfunction since the power issue was not resolved. The patient was sent a replacement meter, test strips, and control solution.